Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient had blood in their urine, but that was expected due to a procedure they had. They also reported some dark urine and some very small void amounts which started after the procedure. The evaluation was rated a "3" today and stimulation was felt at the time of the call. At their healthcare provider's (hcp) office, the patient mentioned there was no stimulation felt on the right side. The issue was resolved at the time of the report. The next day, patient was still unable to void on their own and said it might be due to inflammation from the cystoscopy they had. At the time of the call, they were driving so they were unable to switch to their right side, but they know how; they were advised to set stimulation to a comfortable level. On (B)(6) , patient was not able to void on their own, switched to their right lead yesterday, and turned stimulation off in hopes of being able to void. The next day, patient feels stimulation is preventing them from voiding since they were able to void when it was off. No further patient complications have been reported as a result of this event.